Manufacturer narrative:
Added concomitant products. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels from 400 mg/dl to 500 mg/dl. Customer's blood glucose value was unknown at the time of the call. The customer also reported no delivery alarms. Customer reported that the high blood glucose levels began on (B)(6) 2017. The customer performed troubleshooting for no delivery. The customer stated that there was greater than normal resistance during plunger push. The customer declined to troubleshoot for high readings. The product was not returned for analysis.